Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that patient says device turns off by itself. Not that it feels like it turns off.... But actually says stimulation is off. No actions have yet been taken. The rep will meet with the patient in a couple weeks. The patient is alive with no injuries.